Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had a sensor failure prompt on the screen while on a patient. The unit was swapped out to continue therapy, there was no patient harm reported.

Manufacturer narrative:
Corrected fields; d4(UDI).a getinge field service engineer (fse) was dispatched to investigate the issue. The fse was able to complete a simulated treatment with the trainer and catheter without any issues upon first testing it. Also, the fse was unable to further specify "sensor failure" issue experienced by the customer based on inquiries with biomed. The fse was able to identify various code 53 "fos continuous bit failed" listed on the log for 28 july and numerous occurrences on (B)(6). The fse stated that the aforementioned issue would correlate with the user complaints. The fse was then able to successfully test the fiber optic in service mode, and ran a simulated treatment without any issues. As a precaution, the fse replaced the fiber optic assy. The unit was then calibrated and passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use. The following investigation was performed by a technician of the maquet national repair center (nrc) wayne, nj: the nrc received the following parts associated with this complaint: fiber optic module, this part was received with a reported unit failure of sensor error code 53. Performed visual inspection of this part received and part looks to be in good condition. Installed the fiber optic module into the cardiosave test fixture and tested to the factory specifications per procedure and the cardiosave service manual. The nrc could not verify the failure of sensor error code 53. The fiber optic module passed testing. Sending the boards to the respective suppliers as per procedure. The following was submitted a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: failure analysis received from the supplier. They stated "accuracy off by 0.05nm at 17855nm (corresponding to 0.03mmhg error at 500mhg absolute pressure). From an application standpoint, this should be considered as found = pass. Our criteria (which are the ones from original manufacturing) are extremely tight." Root cause will be not confirmed. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.